Manufacturer narrative:
No system or specific sample issues were noted. The qc data was acceptable at the time of the run of the sample. The issue appears to be sample-specific interference. Service was not dispatched for this event, as this is a sample related issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a falsely high rheumatoid factor (rf) result for one patient that did not match the patient's clinical picture, generated by the immage 800 immunochemistry system. The erroneous result was reported outside the laboratory. Patient treatment was not affected in this event.